Event description:
Customer reported that the battery was depleting quickly, and during the call, the connection became mute and then disconnected. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.